Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a high blood glucose last night and then having a low blood glucose on (B)(6) 2024. She then suspended her pump but her blood glucose still went down. She already ate some carbohydrates. She has gastroenteritis and only had some peanut butter crackers and ice cream. Customer already called the paramedics. Her blood glucose was 83mg/dl at the end of the call. When helpline called customer back, her blood glucose was at 103mg/dl. Please see case-(B)(4) for the documentation of the high blood glucose on (B)(6) 2024 that started at 8:30pm and where the cannula dead space was not filled and where the high was treated with the pump. Pump was used within 48 hours of the low. Smartguard use was not mentioned. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose and suspended the insulin delivery all night long. The customer reported blood glucose value of 49 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-1884l, mmt-332a, mmt-7040a, mmt-243a. The customer does not feel ok to troubleshoot. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-243a.